Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(6).

Event description:
The customer reported to olympus that during a radial ebus procedure they observed that the needle was puncturing and then not coming out of the guide sheet. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus and the customer¿s complaint was confirmed. A visual inspection noted the device is missing the needle stopper. In addition, there is a brownish color foreign material inside the needle sheath, indicating use. Two fingers were ran down the entire length of the tube without any abnormalities noted. The slider was manipulated and verified there was no restriction, however the needle did not extend out of the distal end sheath, confirming the reported issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" field was corrected due to incorrect country code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the investigation, stretching of the sheath is a potential explanation for the issue of the needle not extending out of the distal end sheath. However, the exact root cause of the issue could not be definitively determined. The device IFU (instructions for use) states : "inspect the device. If any of irregularities are detected, replace with another periview flex device. Inspect the replacement the same way; always have spare periview flex devices available." Olympus will continue to monitor field performance for this device.